Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "implants are affected". Healthcare professional later reported left side rupture. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been discarded.